Event description:
It was reported that customer experienced cgm error and was unable to continue sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, was guided through pump reset, and after reset error did not recur and customer successfully started new sensor session.